Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the device interrogated intermittently and was out of specification on its e-field immunity and uplink functional tests, as well as it uplink noise functional test and it was further determined that it needed its cable and its printed circuit board replaced. The device was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.